Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 4.4, #1 retest inratio: 3.4, #2 retest inratio: 2.8, #3 retest inratio: 3.5. Target range is 2.0-3.0.